Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2020, the recipient underwent repositioning surgery. The recipient's activation went well. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. The recipient underwent surgery to reinsert the array.